Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Spd noticed splintering starting to take place on the top of the black boot. Case type: no associated procedure.

Manufacturer narrative:
Reported event: it was reported that spd noticed splintering starting to take place on the top of the black boot. Product evaluation and results: inspection showed the boot had a splinter. Product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 04-24-2018 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 210080, lot 201843030805 shows 0 additional complaints related to the failure in this investigation. Conclusions: per (B)(4), preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The failure was confirmed via visual inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
Spd noticed splintering starting to take place on the top of the black boot. Case type: no associated procedure.